Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The troubleshooting/diagnostics performed related to the loss/change of therapy, their ins stopping and shutting off by itself, no longer feeling the stimulation, and return of bowel symptoms were patient reported information on (B)(6) 2017. The actions/interventions taken to resolve the loss/change of therapy, their ins stopping and shutting off by itself, no longer feeling the stimulation, and return of bowel symptoms was the following: "he needed to bump up his program 2 levels, it is now working." The hcp called the patient on (B)(6) 2017 and he is doing well. The cause of the loss/change of therapy, their ins stopping and shutting off by itself, no longer feeling the stimulation, and return of bowel symptoms was discussed on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. The patient experienced a loss or change of therapy. The patient stated that their implantable neurostimulator (ins) stops and shuts off by itself. The patient no longer feels the ¿shocks¿ which were clarified as the therapy that was delivered and not a shocking/jolting sensation. The patient had a return of bowel symptoms. The patient uses their patient programmer (pp) to verify that the lightning bolt is not present by pressing the blue buttons on the left side of the pp. The patient was advised to not press the blue side buttons unless they definitely want to turn their ins on or off and to press the sync button before making any changes. The patient stated that they would do that from now on and they were going to place tape over the blue buttons so that they do not press them. The patient would follow up with their healthcare professional (hcp) if their ins turned off unexpectedly again.